Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v672424, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had been on program 1 at 3.6v in september and they felt a real hard pinch, so they adjusted stimulation down to 3.5v. This resulted in a lot of trips to the toilet at nighttime, so the patient raised stimulation back to 3.6v. In october the patient reduced it to 3.5v, where it stayed until they met with their manufacturer representative. The stimulator was reprogrammed by the manufacturer representative on (B)(4) 2014 and the patient was put on another program. The new setting became too hurtful for the patient after a day or 2, so the patient tried to drop it down 1/10 and it dropped it way down 5 points. Now the patient was unable to feel any stimulation and since they had been unable to feel stimulation, they had been having trouble with the urge and leakage. The patient wanted to change programs and was assisted in changing from program 2 at 4.00 v to program 3 at 3.50v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that reprogramming was done and the patient was instructed to keep the stimulation at a comfortable level. After reprogramming, the patient was feeling stimulation appropriately.